Manufacturer narrative:
A partial lead with the distal portion was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the right ventricular lead was not functioning appropriately, a high capture threshold was seen. The lead was explanted and replaced.